Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the injector was going over iol and not was managing to push the iol, we changed the injector and the problem continued, then we decided to change the cartridge and it worked. The procedure was completed with another one. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).